Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned mn20450-50a lead (d) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-15211, 1627487-2021-15261, 1627487-2021-15262. It was reported the patient experienced high impedances. In turn, the leads were revised to address the issue.